Event description:
When installation, the doctor found that the scope has foggy image and it lasted for long time. The distal end has a large of white spot and it can not be cleaned. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary the cause is that the air containing moisture that has entered the objective lens / led condenses due to temperature changes and causes fogging. This device is classified as import for export, therefore 510k is not applicable.